Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event. H6: device code 3190 was removed.

Event description:
Additional information was received stating that suture placement in the right common femoral vein was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a micra interventional procedure. Reportedly, the first proglide device was successfully pre-placed at the 10 o'clock position; however, cuff misses occurred with the second, third, fourth and fifth proglide devices at the 2 o'clock position. The suture of a sixth proglide device was successfully pre-placed at the 12 o'clock position. The sheath was upsized to a 27f and the micra procedure was completed. Hemostasis was achieved with the first and sixth pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that vessel puncture closure was attempted using four proglide devices. Reportedly, an unknown failure occurred with all four proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.